Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l34928, implanted: (B)(6) 1995, product type: catheter. (B)(4).

Event description:
On 2015-11-02, information was received from a patient regarding a consumer who was receiving dilaudid (lot number, concentration, dose, and dates of therapy not reported) via an implantable pump. Indications for use included non-malignant pain and complex regional pain syndrome (type I). Medical history and concomitant medications were not reported. On (B)(6) 2015, the patient had their pump refilled. Since (B)(6) 2015, the patient had increased pain; they did not feel like they were getting enough medication, and their leg was "flaring up." On (B)(6) 2015, the pump started to alarm a single tone alarm. The patient thought that the pump may have been low on medicine and asked how long before it would be out; redirection of their patient to their healthcare provider (hcp) was recommended for confirmation of the alarm with the clinician programmer. The patient's next refill was scheduled for (B)(6) of 2016. On (B)(6) 2015, the patient was placed on percocet, but that only took the "edge off." On (B)(6) 2015, the consumer called back to ensure that the replacement pump for the patient's surgery would be ready; they though the pump replacement was scheduled for (B)(6) 2015. As of (B)(6) 2015, it was still unclear what alarm was sounding; the patient was just told that they needed their pump replaced. Redirection of the patient to their hcp was again recommended with regard to their concerns of pain and getting the pump replaced as soon as possible. Additional information regarding pump drug details, concomitant medications, medical history, troubleshooting, actions/interventions, cause, and resolution of not getting enough medication and pump alarms has been requested. If additional information is received a follow-up report will be sent.